Event description:
An eye care practitioner reported that a pt experienced moderate pain, od, associated with wear of focus night & day lenses while wearing on 30 day continuous wear basis. The pt presented for evaluation 2-3 days after onset of symptoms. Examination revealed 2 ulcers located peripherally at 7 o'clock and anterior chamber reaction of 50+ cells. Diagnosis noted as iritis. Treatment consisted of pred forte q1h 24 hrs, then q2h for 10 days. Event resolved with no reduction in visual acuity (20/20 pre & post event). No info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as iritis." As there was no product or lot number provided, no detailed investigation can be performed.